Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint . The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A site history review was performed and there were no duplicate complaints identified. A system log review was performed and there were no error messages generated from the instrument usage and the instrument was not used in subsequent procedures. No images or videos of the event were provided for review. Technical review is not required as there are no errors generated related to the issue. This complaint is assessed as a reportable event due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted but the information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
During a da vinci assisted procedure, it was reported that the tenaculum forceps had a broken cable. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure performed was a robotic assisted laparoscopic uterine myomectomy. The instrument was inspected prior to use and a backup instrument was used to complete the case upon detection of the issue.